Event description:
It was reported that the pump has been emitting loss of prime warnings every day. The pump has been returned and evaluated by product analysis on 05/26/2011 with the following findings: evaluation revealed partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection occurred. This report is being made based on investigation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 05/26/2011 with the following findings: evaluation revealed a dislodged display screen and partially dislodged force sensor pins. A review of the pump history indicated that loss of cartridge detection occurred which could not be duplicated during testing. 2531779-03/24/2010-003-r.